Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service engineer evaluated the iabp and found no errors registered in the diagnostic logs. The backup battery condition was checked and was ok. Another power supply was installed for testing and the iabp system ran in the biomed department. The iabp shut down while being tested. The service engineer replaced the recall solenoid board. The iabp ran for 12 days in the biomed dept. And has now been turned off normally. A supplemental report will be submitted upon additional information being provided.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) system turned off without warning after approximately 12 hours of operating. The pump was operational again after turning the on/off switch off and back on. This event occurred during use on a patient. No adverse event was reported.

Manufacturer narrative:
The service engineer later reported that the 2nd recall (gasket kit and software upgrade) has been installed, and the balloon pump's original power supply has been reinstalled. The system has been operating in the biomedical department since the work mentioned above. The service engineer later confirmed with the hospital that the iabp has operated in the biomedical department without a shutdown reoccurring. The unit has been cleared for use. The faulty solenoid driver board was returned to the manufacturer for further evaluation. The solenoid driver board was inspected by a technician at our getinge national repair center (nrc). Inspection of the board was completed and no visual damage was observed. The nrc installed the board into the cs100 test fixture. The part was tested to factory specifications per cs100 service manual. The board passed testing, and the nrc could not verify the reported failure "system turned off without warning after approximately 12 hours of operating". The board was sent to the supplier per procedure, for further analysis. The supplier returned the board and verified the reported failure. They replaced defective components and the board passed all of their testing. The nrc installed the board into the cs100 test fixture and tested to factory specifications per cs100 service manual. The board was inspected per procedure, passed testing and was put into stock.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) system turned off without warning after approximately 12 hours of operating. The pump was operational again after turning the on/off switch off and back on. This event occurred during use on a patient. No adverse event was reported.